Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, a diagnostic anomaly was observed resulting in the egm not being recording. The physician elected to take no further action. The patient was in stable condition.